Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon was utilizing the robotic suction irrigator near the rectum and the grey tip of the suction fell off into the patient's anatomy. An attempt was made to remove the tip with a lap grasper but the surgeon was unable to grab the piece. The grasper was not long enough to grab the broken piece. The robotic suction irrigator was removed and replaced with a new robotic suction irrigator. It was confirmed that the surgeon removed the broken tip intact through the rectum. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information regarding the event. The customer confirmed that the fragments that were broken were manually retrieved from the patient's anatomy. It was confirmed with a visual inspection by the surgeon, that all of the fragments were removed with an intraoperative egd scope. The surgeon was unsure of what caused the irrigator to break. The irrigator was estimated to have been in use for about three hours prior to breaking. The surgical tech assisting and surgeon detected no issues prior to the instrument breaking. The suction was irrigating when the suction tip broke off. The surgeon did not complain of any issues prior to the irrigator breaking and there were no collisions with any of the other instruments. The irrigator was removed during the procedure and replaced on another arm at some point. The patient has not returned to the hospital with any complications due to retaining a foreign object, as there was not an item retained. There were no videos or photos of the device or video recordings of the procedure. The irrigator was cleaned and the broken tip was placed in a lid secured cup and returned for analysis testing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the irrigator involved with this complaint and completed the device evaluation. Failure analysis investigation did confirm the reported failure. Per failure analysis (fa): visual inspection of the instrument found the suction irrigation distal tip to be broken. The broken tip was returned with the instrument. No pieces were missing. Review of the logs could not verify any failures related to the reported instrument.